Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"There are no detailed descriptions relating to this event. (B)(6) experienced a piece of the seal breaking off into the pt. We haven't been able to obtain any further info relating to this incident."